Event description:
It was reported that during a shoulder arthroscopy the metallic tip of the probe unit became detached in the pt's shoulder. The surgery lasted longer as the surgeon needed to expand the incision to extract the metallic fragment.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.